Manufacturer narrative:
(B)(4). Customer returned pump for an alleged failed battery alert/battery failed alarm found on (B)(6) 2021.the pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:09:02.000, (B)(6) 2021 19:19:00.000(B)(6) 2021 19:37:17.000, (B)(6) 2021 19:47:00.000low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 19:04:00.000and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:37:09.000(B)(6) 2021 20:08:13.000upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. The battery was removed from (B)(6) 2021 19:09:02.000, (B)(6) 2021 19:19:00.000, (B)(6) 2021 19:37:17.000 and (B)(6) 2021 19:47:00.000. Power loss alarm was expected since the battery was removed for more than 10 minutes.pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were noted during visual inspection: a scratched case. A cracked retainer was confirmed. Failed battery alert/battery failed alarm was not confirmed.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery errors. No harm requiring medical intervention was reported. The customer will return the device for analysis.